Event description:
Respiratory therapist and nurse doing a patient transport. The patient was on the bipap machine and had an error message as soon as the therapist and nurse left the floor saying, "vent inoperative 100a, data acquisition pcba adc reference failed."